Event description:
It was reported that the customer was in the emergency room with high blood glucose of 404mg/dl. The customer mentioned having problems with the infusion set not going thru the insulin and the cannulas always were bent. The customer was treated with insulin and saline drops. The caller stated that his wife can not feel anything anymore because her nervous system has been affected. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.